Manufacturer narrative:
An apical coring tool (lot/serial (B)(4)) was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the surgical tool in relation to the reported event. The reported event of coring tool "damage" was confirmed as the returned device showed damage (fracture) at the cutter edge of the reverse core. Dimensional verification and functional test did not identify deviations from specification that could have contributed to the reported event. Supplemental testing revealed that it is likely that during the procedure the coring tool was not properly seated on the sewing ring and an attempt was made to rotate the cutting head as it retracts; this may cause the cutting head to turn against the titanium sewing ring which ultimately leads to partial or complete damage/fracture of the cutting edge, thus preventing the tool from performing as intended. Based on the information available, there is no evidence to indicate that a device malfunction caused or contributed to the reported event. It is likely that during the procedure the coring tool was not properly seated on the sewing ring preventing the tool from performing as intended. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions are recognizable risk factors of the device that may be related to procedural, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. The instructions for use and patient manual instruct the user to examine all components, including the surgical tools, for damage, corrosion or any abnormalities that might affect the safety or functionality of the tools. If any abnormalities are noted please use the appropriate backup supplies. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the nurse that after the surgeon cored the ventricle during the pump implant procedure via sternotomy, he found a small piece of metal when he withdrew the coring knife. The surgeon was able to retrieve this piece from the patient. The surgeon examined the left ventricle to see if he was able to locate another piece of steel, however, no other piece was found. There was a procedural delay of five minutes. The implant was completed without any issue and the team did not notice any difficulty on implant. Post-operative x-rays were taken. The patient did not sustain any injury during the reported event and there no complications post-procedure. There were reportedly no factors (i.e anatomical, procedural, and technical) that may have caused or contributed to the reported event. Photos are not available. No further information was provided.